Event description:
A dreamstation 2 device was returned to a third-party service center with allegations that the device smelled burned. There was no report of harm. During the evaluation of the device, the service technician observed the pca was burned. The pca was replaced. The device was checked, and it passed the functional test.